Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature eri could not be verified in the laboratory. Based upon the device's programmed parameters, the device was within expected longevity performance. Device testing detected no anomaly and the device met all specifications.

Event description:
It was reported that the device was explanted due to suspected premature eri.